Event description:
Per provider, does not work properly. Starts up and then stops repeatedly. CT had tried to reset unit and the same instance occurred. End user called later in the day states he has had this since saturday and the unit stops suddently. He states the led lights go to red as if the battery is depleted.